Event description:
The hosp reported that during an endoscopic vein harvesting procedure, an incision was done in the lower leg to find the vein and it was unsuccessful. An incision was made in the thigh and the vein was taken from the thigh. After all dissecting was done the pa harvested the vein first from the upper leg, then the lower leg. At the very end of the vein harvest in the lower leg, the c-ring broke in half on the irrigation side and the piece was "stuck" in the fat and connective tissue and remained in the tunnel when the hemopro was pulled out. The pa then went to the lower leg incision that had previously been made and extended it and retrieved the portion of the c-ring still in the leg. No portion of the device remained in the leg, it was all retrieved. At this point all the branches had been cut and the vein was removed from the leg. The hosp did not report any pt effects. No other kit was opened because this occurred after all the branches had been cut.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that half of the c-ring and the scope washer tube were missing from the cannula and returned. The c-ring assembly was inspected under a microscope; the c-ring displayed signs of exposure to heat at the fracture site. This type of failure is consistent with the application of heat from the hemopro tool while in close proximity with the c-ring assembly. Based upon the eval results, the reported complaint was confirmed for c-ring fracture due to heat exposure. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal corrective action (wy-2013-80) has been issued for this failure mode. (B)(4).